Event description:
It was reported that when using the bd pyxis¿ medbank mini the system displayed a rejected rx verify request blocking item issue, which required the user to override the rejection. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist provided instruction on how to log in to medbank myqlink (mql) to edit the rejected medical prescription (rx) verification request. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.